Manufacturer narrative:
(B)(4). The details of the complaint were reviewed. No unit was returned to teleflex for evaluation. A video was shared that confirmed the presence of radiopaque lock and flow downstream post the access site. No other view was provided to confirm the occlusion or anchor displacement. The additional information noted that the procedure was a tavr. Edwards e sheath 14f was used. Bmi is unknown. Access site was right cfa with 7.5 mm with no calcification on tortuosity. Manta depth was measure at 2.5+1 cm and deployed at the right depth. No issues observed with the procedural sheaths. Customer could not confirm if the anchor was positioned correctly in the vessel. Collagen was not deployed within the vessel. No dissection noted. The issue resolved with ballooning with a 7x 40 balloon. The patient condition is fine. A device history record review was performed, and no relevant findings were identified. Based on the information, it is unknown what could have caused the flow obstruction post deployment. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during a tavr procedure, micropuncture and ultrasound were utilized to gain lower access in the right common f emoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 2.5cm +1. There was no blood flow post deployment. Ballooned femoral artery with 7 x 40 balloon with flow restored. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a tavr procedure, micropuncture and ultrasound were utilized to gain lower access in the right common femoral artery. Vessel size was 7.5mm with no reported calcification or tortuosity. Measured depth for the manta was 2.5cm +1. There was no blood flow post deployment. Ballooned femoral artery with 7 x 40 balloon with flow restored. The patient was reported as fine post the procedure."